Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty. The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni.

Event description:
It was reported in a journal article that 1 case of deep vein thrombosis resulting in pulmonary embolism within 1 month of surgery.